Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020 due to diabetic ketoacidosis. The cause of death was diabetic ketoacidosis. The caller stated that the customer had pneumonia and brain damage due to cardiac arrest that may have led to the customer's passing. The customer¿s blood glucose was 200 mg/dl at the time of admission, and the customer was already in diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was using sensors. The customer went into diabetic ketoacidosis while hospitalized because the insulin drip that she was connected to was not good and she was not getting her insulin. The caller declined to return the insulin pump for analysis.